Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Upon interrogation, safety mode was confirmed. The cause of the device entering safety core was concluded to be incomplete lead impedance measurements. The cause of the incomplete measurements is a gate oxide malfunction in the left ventricular pace switch multiplexor.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device entered safety mode. As a result, the device was explanted. No additional adverse patient effects were reported.